Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/12/2021. Additional information was requested and the following was obtained: what do you mean by "ripped package" please explain in more detail, do you mean: was there any hole, tear, or puncture that compromised sterility. Open or incomplete seal.? Meaning there was tear before opening the product. Do you have any photos for visual analysis? Not available. Procedure name and date? Unknown. Investigation summary: it was reported ripped package before use. An opened sample of product code vcp416, lot # qa2ahs was received for evaluation. During the visual inspection of the sample, the foil was observed with an oversized hole and the foil fold down. The hole appears to be caused outside to inside by an unknown object affecting the integrity of the sterility. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates an improper handling of the packet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc (B)(4). Component code: g07002 - device evaluation pending the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number qa2ahs / vcp416h39, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1)was there any hole, tear, or puncture that compromised sterility. Open or incomplete seal.? B)damage to the primary package that does not compromise sterility. C)any difficulty peeling back or tearing open the sterile barrier. May include delamination. Sterility is not compromised. D) do you have any photos for visual analysis? E) procedure name and date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The package was found to be ripped before use. There were no adverse patient consequences reported.